Event description:
Patient with 6 cm of barrett's esophagus, underwent circumferential ablation without incident. Was slow to heal, with persistent ulceration at 1 month, perhaps secondary to poor acid control. At 3 months, fully healed, but mild narrowing noted. No dysphasia reported. Patient dilated empirically. At 4 months, completely resolved.